Event description:
It was reported that the morcellator power unit malfunctioned, and a visual message displayed on the screen; 'caution! "Power control" device error! There have been no reports of injuries or unacceptable risks to the patient or other personnel.

Manufacturer narrative:
Based on the available information and the fact that there were similar reportable incidents classified as serious injury, richard wolf gmbh concluded that this case should be reported as a reportable malfunction.